Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evalua tion on-going

Event description:
Country of complaint: south korea. It was reported that there was leakage from the pouch and a bent tip.

Manufacturer narrative:
We have received one open pouch. The ampoule has been optically evaluated and a defect in the tip of the ampoule has been found as can be seen in the enclosed picture. The leakage of the glue occurs at this point. The other nine ampoules were correct and no leakage was found. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.